Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient has two leads from the same lot. It was reported invalid impedance was found on the patient's leads. As a result, the patient underwent surgical intervention on (B)(6) 2016. During the procedure, the doctor clipped the patient's leads and left them implanted. In turn, two new leads were implanted.